Manufacturer narrative:
Qn#: (B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 2 clips remaining in the cartridge. The 2 clips looked typical. No broken clip was returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Both remaining clips were able to properly load into the jaws of the applier and were both successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The two returned clips were able to properly load and fire onto surgical tubing. The reported complaint of "broken/detached parts - clip - hinge" was not confirmed based upon the sample received. The cartridge was returned with two clips remaining. No broken clip was returned. Upon functional inspection, both remaining clips were able to properly load into the jaws of a lab inventory applier and were both successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. Since no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Prior to being used on the patient, when they were loading the hem-o-lok clip onto the applier, the clip split in half.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2000326 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Prior to being used on the patient, when they were loading the hem-o-lok clip onto the applier, the clip split in half.